Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed. The manufacturing records for top assembly batch 7221955 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.

Event description:
Same case as manufacturer's report #6000093-2006-00388 (B)(6), 6000093-2006-xxxxx (B)(6), and 6000093-2006-xxxxx (B)(6). (B)(6). It was reported that 213 days after implantation of several taxus express2 drug eluting stents, in-stent restenosis occurred. During the initial procedure, a 90% stenotic lesion in the ramus artery was treated with a 2.5 x 12 mm taxus and kissing balloon angioplasty. A 90-95% stenotic, long lesion in the left circumflex (lcx) coronary artery was treated with a 3.0x32 mm taxus stent. A 96% stenotic lesion in the 1st obtuse marginal (om1) coronary artery was treated with a 2.5x20 mm taxus stent. Finally, a 20-9% stenotic lesion in the 2nd obtuse marginal (om2) coronary artery was treated with a 2.5x20 mm taxus stent and kissing balloon angioplasty. A post-intervention stenosis of 0% was reported for all lesions. No information was received regarding the vessel tortuousity or calcification. No information was reported concerning patient medications. The patient was reported having tolerated the procedure well. The patient presented 213 days after the initial procedure with a 90% in-stent restenosis of the ramus, 70-90% restenosis of the proximal to mid lcx, and 90% restenosis of the om1 and om2 taxus stents. The lcx restenosis was treated with ptca and a 2.5x20 taxus stent. All lesions were reported to have 0% stenosis following re-intervention. No information was reported concerning patient medications. The patient was reported having tolerated the procedure well.